Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: it was reported that on (B)(6) 2020, the patient underwent a revision procedure due to a delayed non-union of the proximal femur and a blade plate failure. The 95 degree angled blade plate was broken at blade plate shaft junction. During the revision procedure, fluoroscopic imaging was used to remove and identify plate, screws and others. All pieces of the broken plate were removed. The one (1) plate and seven (7) cortex screws were explanted. The patient was then revised to a trochanteric fixation nail advanced (tfna) lag screw with a long medullar nail. The procedure was successfully completed without a surgical delay. Patient status was good. Concomitant device reported: unknown cortex screws (part # unknown, lot # unknown, quantity 7).

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision procedure due to a delayed non-union; blade plate failure. It was mentioned that the unknown plate was broken at the blade shaft junction. During the revision procedure, all pieces were removed, and the patient was revised to a trochanteric fixation nail advanced (tfna) lag screw with a long medullar nail. Patient status and surgical outcome are unknown. This report is for an unknown plate. This is report 1 of 1 for (B)(4).